Event description:
It was reported that during a breast biopsy procedure, the clip stand was broken. The tip of the device was partially broken once it was into the pt. Fortunately the whole device could be removed. Another like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
The 5/4 amplatzer duct occluder (ado) was returned to aga medical in its original configuration. Following decontamination, the ado was measured and the size was confirmed to meet dimensional specifications. The ado was examined microscopically and no defects were observed. During manufacturing, this ado underwent a series of inspections and tests to confirm proper function, including device sizing verification. A review of manufacturing documentation confirmed this ado successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive since no additional information was received. The cause of the patient's embolization remains unknown.

Event description:
According to the information received, the pda appeared to be long and tubular without any narrowed areas and measured 2mm. A 5/4mm amplatzer duct occluder (ado) was deployed but was forced into the descending aorta by the size of the pda. The ado was retrieved using a retrieval snare. Following retrieval, and a 6/4mm ado was successfully implanted. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer duct occluder involved in this incident since it was not returned to us. Should the device be returned for analysis or images received, a supplemental report will be filed.